Event description:
It was reported that the patient presented at the hospital post-implant procedure. Upon examination, the patient's right atrial (ra) lead was found to be dislodged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece for analysis. After cleaning the lead and applying torque directly to the connector pin, the helix could extend and retract. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.

Event description:
New information received notes that the right atrial (ra) lead exhibited failure to capture due to dislodgement. The ra lead dislodgement was able to be confirmed via x-ray.